Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was having surgery for a non-union of the distal tibia. Axsos3 distal medial tibial plate with screws was revised (2 screws were broken) and replaced with another axsos3 distal medial tibial plate. Surgeon believes there were signs of metallosis.

Event description:
Patient was having surgery for a non-union of the distal tibia. Axsos3 distal medial tibial plate with screws was revised (2 screws were broken) and replaced with another axsos3 distal medial tibial plate. Surgeon believes there were signs of metalosis.

Manufacturer narrative:
Corrections to concomitant medical products/device evaluated by MFR. The reported event that unknown screw was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.